Manufacturer narrative:
Insertion and removal of the spike in the additive port appeared to be done more ease than with the white port. This is because the additive port has a larger inner diameter. It is not designed to be spiked. In some instances the spike will pull out. Because the ports of the bag tend to stretch with use, inner diameter measurements of the ports are of little value. No changes have been made to the ports.

Event description:
Received report of multiple undocumented incidences of tubing spike easily loosened or falling out of IV bag. Pts are hooked up to monitoring kits pre-op for surgery. When more than 2 lines are used. The white port (first port) of the heparin bag is used without incident, but if the line from the brown port (second port) is used, with very little tugging or movement, the spike comes loose from the bag and sprays the room and the staff. No pt harm reported.